Event description:
It was reported that this pacemaker electrocardiogram showed intrinsic rhythm during routine follow up. Moreover, physician had reprogrammed the device atrio-ventricular delays to reduce pacing. In addition, during exercise it was noted that the patient's heart rate was in the forties and lower rate limit was set to 60. The patient was seen in the clinic and ineffective pacing was noted, also wenckebach. Boston scientific technical services (ts) then suggested having magnet triggered egm or rt strip from the programmer to determine heart rate and if device was oversensing or losing capture. Additional information was obtained indicating that the interval av search caused the patient frequent exhaustion at higher heart rates due to av desynchrony. Further, reprogramming was done. No adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker electrocardiogram showed intrinsic rhythm during routine follow up. Moreover, physician had reprogrammed the device atrio-ventricular delays to reduce pacing. In addition, during exercise it was noted that the patient's heart rate was in the forties and lower rate limit was set to 60. The patient was seen in the clinic and ineffective pacing was noted, also wenckebaching. Boston scientific technical services (ts) then suggested having magnet triggered egm or rt strip from the programmer to determine heart rate and if device was oversensing or losing capture. Additional information was obtained indicating that the interval av search caused the patient frequent exhaustion at higher heart rates due to av dysynchrony. Further, reprogramming was done. No adverse patient effects were reported.